Event description:
Technician was removing a blood culture bottle from the bd bactec instrument. The bottle had been flagged as a "positive" prior to removal. Upon removal from the instrument, the bottle broke, and medium with specimen was splattered into the technician's eyes.